Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows partial view of three drainage catheter in which the thread was noted in the distal tip of the catheter in two devices. The trocar needle was noted to be protruding from the catheter tip in all the three devices. Though, the trocar needle tip was noted to be protruding in the photo, it is unsure whether the device meet specification and the issue cannot be verified without physical sample. The investigation is inconclusive for reported the length of the trocar needle is shorter than the catheter all three devices as provided photos is not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre opti drain drainage catheter. Prior to the procedure, it was noted the length of trocar needle was longer than catheter. The procedure was completed using another device. There was no patient contact.